Event description:
The reporting surgeon provided add'l info. The pt present with iritis and corneal edema the first day postop. The pt complained of foreign body sensation, general pain, dryness and redness. During examination in 6/2001, brownish iris pigment deposits were noted on the anterior surface of the intraocular lens (iol) as well as anterior synechia. The synechia may have caused the pigment like deposits. Treatment has included medication, surgical repositioning of the iol and an anterior yag capsulotomy. The inflammation calmed considerably and the pt's visual acuity is improving.

Event description:
A surgeon reported that a pt developed iritis one week following intraocular lens (iol) implant surgery. Add'l surgery was performed to break the adhesion between the lens and the iris. The surgeon feels that iol may have moved forward and rubbed against the iris causing inflammation. More info has been requested.